Event description:
It is reported that the pt complained of pain and swelling. A revision surgery was performed due to loosening. The articular surface was exchanged and increased in size.

Manufacturer narrative:
This report will be amended when our investigation is complete.